Manufacturer narrative:
A visual examination of the returned advantage fit system revealed that a small piece of mesh was returned. The mesh appears cut. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling procedure performed on (B)(6) 2017. According to the complainant, several weeks after the procedure, the patient had mesh exposure at the incision site. The physician then performed a sub-urethral mesh resection.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Mfg site name - (B)(6) medical. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling procedure performed on (B)(6) 2017. According to the complainant, several weeks after the procedure, the patient had mesh exposure at the incision site. The physician then performed a sub-urethral mesh resection.